Event description:
It was reported that a home patient (hp) had received a system error (se) 2240 alarm (air in line), which occurred on the homechoice (hc) during dwell. The hp stated that they had disconnected and then reconnected, but never pressed stop. The technical service representative (tsr) instructed to cycle the power on the machine and assisted the hp to clear the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not sent to the manufacturer and the lot number was unknown, therefore no evaluation or batch review could be performed. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect to therapy after properly disconnecting. There are directions to maintain aseptic technique when following troubleshooting. If additional relevant information becomes available, a follow up medwatch will be submitted.